Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty heater. However, there was insufficient information to confirm this potential root cause. It was noted by the biomed that the device was not heating. They planned to download the case data. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. They were downloaded the case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. They were downloaded the case data.

Event description:
It was reported that the arctic sun device was not heating. They were downloaded the case data. Per follow up information received via phone on 05nov2024, it was reported that the biomed confirmed device had been overfilled. They refilled device with sterile water and cleaning solution and ran functional verification test again. Device passed and returned to service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to the unit being overfilled. It was noted by the biomed that the device was not heating. They planned to download the case data. Biomed confirmed device had been overfilled. They refilled device with sterile water and cleaning solution and ran functional verification test again. Device passed and returned to service. No patient involved at the time of the malfunction. This event was a confirmed overfill, not attributed to a device malfunction. Submitting the investigation details as additional information. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: fill the reservoir with sterile or distilled water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.